Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that an empty pump occurred. The alarms were heard, but no physician programmer was available. It was noted that the patient was in prison and the "person at the prison" had discussed with the "managing" that the pump should be dry. It was stated that the alarm had really changed and it was really annoying. The low reservoir alarm was described, and then the alarm changed to a more annoying alarm. The facility was not going to refill the pump and they just wanted the alarm to stop. No symptoms were reported. The event date was unknown. The rep was going to assist with silencing an alarm.